Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent a left knee procedure. Subsequently, patient was revised in approximately 1.5 years later due to pain and loosening of the tibial component. X-rays showed due to the failure of the tibial implant, the patient¿s bone was fractured. Patient was not re-implanted until 4 months later as the surgeon wanted to give the bone time to heal. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D6b : explant date : (B)(6) 2022. D10: unknown - unknown femoral component - unknown. Unknown - unknown articular surface - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.